Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported right side intracapsular rupture diagnosed via MRI. The device has been explanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Wrinkling of the skin: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Device wrinkling: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side intracapsular rupture diagnosed via MRI. Ultrasound report identified, "periprosthetic: fluid accumulations with heterogeneous content, on the right side up to 9 mm thick¿, an ¿in the right implant bed, fluid accumulation is visualized between its membrane and the fibrous capsule, moderate undulations and fibroadenomatosis". The device has been explanted.